Event description:
It was reported that this artificial urinary sphincter was no longer functional due to a fluid leak. The patient experienced recurrent incontinence. The device was explanted and no new device was implanted. There were no patient complications reported.